Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 3. The system was verified and ready for use.

Event description:
It was reported that during a da vinci-assisted urology partial nephrectomy surgical procedure, the customer reported to technical service engineer (tse) that error fault 32097 on universal surgical manipulator (usm) 3 was observed. Tse confirmed the errors on the system logs. The customer power cycled the system; however, the issue persisted. With emergency power off (epo), but problem persisted. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 3 for failure analysis investigation. The unit was analyzed and the reported problem was confirmed and replicated. In the system logs, error 32097 and error 31226 were found indicating a fiber communication failure on the usm, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the system component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where fiber test was found to be failing on the rolling loop. Once the testing was completed, the rolling loop cable was aba tested and was verified to be the source of the fault. The probable root cause is attributed to communication errors caused by a faulty rolling loop fiber cable located on the usm. This issue can be resolved by replacing the usm.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were not placed in the patient when the issue was identified. The procedure was successfully completed with three (3) robotic arms. There was no patient injury.

Event description:
Refer to h11 for follow-up information.